Manufacturer narrative:
Visual inspections & results: bullet tip condition, desufflation lever condition, latch condition, obturator condition, reset button condition, sleeve condition, and trocar condition, conforming; inner gasket condition, separate,conforming; outer gasket condition, nonconforming; and stopcock condition, open. Functional tests & results: does safety shield retract, flapper door functional, and lockout functional, conforming. Analysis conclusion: based upon the visual inspection it was confirmed that the inner gasket had separate from the sleeve. The inner gasket was returned with the device. No conclusion could be reached as to how the inner gasket became dislodged. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket ring fell into the pt. The gasket was retrieved from the pt. There was no pt consequence.